Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to prime device, error code 41622 was observed. The pump ceased operation and emitted an alarm on a red background. Research on error code 41622 revealed it indicates a faulty cam flex sensor, an issue that requires depot repair and is not user repairable. The issue occurred during priming. No patient involvement and no additional adverse consequences were identified.